Event description:
(Same case as manufacturer's reprot #6000093-2005-00027) during a ptca/stenting treatment procedure, the quantum maverick monorail 12/3.0 mm balloon ruptured at 12 atms on the fifth inflation. (The number of atms reached on the initial four inflations was up to 12 atms each.) The pt was asymptomaitc during this event. The lesion being treated was a calcified, 90% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access and a universal guidewire and a rancher guide catheter to cross the lesion. Following successful rotablator intervention, the physician delivered two cypher stents to the lesion site. The quantum maverick monorail balloons were being used to dilate the overlapping portion of the two stents. The quantum maverick monorail balloons were removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.